Event description:
It was reported patient lost effective therapy due to high impedances. Patient underwent surgical intervention on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of patient's lead had high impedances. Investigation was unable to identify which lead attributed to the issue. Patient also reported discomfort at the ipg site since weight loss. Surgical intervention may be pending to address the issues.

Manufacturer narrative:
Corrected: b5. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had high impedances on lead after a recent fall.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.